Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective degasser. The fse replaced the degasser to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining erroneous low patient results and quality control (qc) results on multiple analytes including sodium (na), chloride (cl), bicarbonate (co2), calcium arsenazo (cala), glucose (glu), magnesium (mg), alanine aminotransferase (alt), albumin (alb) and alkaline phosphatase (alp) on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for three (3) patient samples.